Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that while using the device for a laparoscopic procedure, the plastic pad on the inactive side of the device became charred and fell off. The plastic pad was completely detached from the device. The plastic fragment was visualized and removed from the patient intra-operatively. No adverse consequences on the patient reported by the surgeon. Use of the device was discontinued and another device was used. The procedure was successfully completed.

Manufacturer narrative:
(B)(4). Batch # t9228x. Investigation summary: the analysis results found that the device was received with the tissue pad detached and not returned and with evidence of body fluids and tissue pad material in the groove section of the clamp arm. In addition, the device was returned with the shaft bent. It should be noted that the reported event was for the tissue pad. Due to the returned condition of the device, no further functional test could be performed. It is possible that the damaged shaft could have been damaged in the transportation of the instrument to the analysis site. Then the device was disassembled to inspect the internal components and no anomalies were found. Based on the condition of the tissue pad, a probable cause of this damage is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The resulting damage contributes to the removal of the pad from the clamp arm. The cleaning of the pad, not in accordance with the IFU, can also result in removal of the pad during use. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.